Event description:
The manufacturer received information alleging the device failed the active exhalation control module verification test step during testing. There was no harm or injury reported. Service quote provided and arrangements made for onsite service to replace the three-way solenoid valve and the proportional valve.